Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Event estimated dates. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided a conclusive cause for the reported intraprocedure incomplete coaptations cannot be determined. It is possible that the reported intraprocedure incomplete coaptation was the result of procedural circumstances, however this cannot be conclusively determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional adverse patient effects and death referenced is being filed under a separate medwatch reports. The UDI number is unknown as part and lot numbers were not reported. Attachment: literature article titled, "left ventricular reverse remodelling predicts long-term outcomes in patients with functional mitral regurgitation undergoing mitraclip therapy: results from a multicentre registry.¿

Event description:
This is filed to report single leaflet device attachment/slda. It was reported through a research article identifying mitraclip devices that may be related to the following: single leaflet device attachment/slda, recurrent mitral regurgitation (mr), unchanged mr, hemorrhage, heart failure, medical intervention, surgical intervention, prolonged hospitalization, and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "left ventricular reverse remodelling predicts long-term outcomes in patients with functional mitral regurgitation undergoing mitraclip therapy: results from a multicentre registry." No additional information was provided.